Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed the delivery accuracy test. Unit received with minor scratches on case and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high and was hospitalized on (B)(6) 2018 and was readmitted on (B)(6) 2018. The customer reported after bolus blood glucose continues to stay high and think the pump is malfunctioning. Patient's blood glucose at time of incident was unknown. Patient's current blood glucose was unknown. Blood glucose value when admitted to hospital was 764mg/dl. The customer was wearing the pump at time of hospitalization. During next hospitalization blood glucose was 451mg/dl and had nausea and was vomiting. The cause of hospitalization was diabetic ketoacidosis. The insulin pump will be returned for analysis.